Event description:
During a total knee replacement, when the surgeon went to screw down the size three 4/1 cut block, metal shavings were created. The surgeon cleaned the area throughly but was extremely dissatisfied with the situation. It is likely that the shavings came off the screws.